Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 250 mg/dl, 150 mg/dl and 11 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr indicated that about 30 minutes prior to the tests, he had eaten candy. Rptr stated he still felt shaky and would self treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.